Event description:
The patient underwent placement of a 17 mm st. Jude mechanical mitral valve. The sutures were placed through the sewing ring of the valve and the valve was seated and the sutures tied. Surgeon proceeded to rotate the valve and one of the leaflets broke in the mechanical valve and the surgeon had to remove the valve and pledgets. The surgeon used a 21 mm valve for the replacement. The procedure went smoothly.